Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck at a black screen. A field service engineer unplugged the hard drive, entire auxiliary and found that the 3 drawers of main and drawer 5 prevented the station from being turned on. The fse reseated the cable for hard drive to resolve the issue. The customer was able to turn the station back, but drawer5 was kept unplugged as the customer was able to access meds from the drawer except from drawer5.1 and 5.2. The station black screen issue was resolved by the fse but the drawer5 issue exists as the follow-up has been raised to the fse regarding the issue but there has been no response so far.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, the station was stuck at black screen. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this incident.